Event description:
It was reported that the patient underwent a revision procedure due to failed pump, and the cylinders could not inflate or deflate with an inflatable penile prosthesis (ipp). The pump and tubing was successfully repositioned and nothing was explanted.